Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 2 months from primary surgery the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 march 2022: lot 1910498: 34 items manufactured and released on 06-apr-2020. Expiration date: 2025-03-29. No anomalies found related to the problem. To date, 20 items of the same lot have been sold without any similar reported event. Additional components involved: batch review performed on 28 march 2022: gmk-sphere 02.12.0026l femoral component sphere cemented size 6+ l (k140826) lot 2000512: 49 items manufactured and released on 29-apr-2020. Expiration date: 2025-04-20. No anomalies found related to the problem. To date, 34 items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0613fl tibial insert fixed sphere flex size 6/13 mm l (k140826) lot 176163: 25 items manufactured and released on 30-jan-2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, 6 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 2 months from primary surgery the surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. On the (B)(6) 2022 the spacer was removed and permanent implant inserted in the patient.

Manufacturer narrative:
On the 7 june 2022 medacta USA informed medacta international that on the (B)(6) 2022 the spacer was removed and permanent implant inserted in the patient.